Manufacturer narrative:
.

Event description:
The hcp reported the patient was admitted to the hospital through the intensive care unit with extreme rigidity, increased blood pressure and respirations, tachycardia, and a fever. For the first 36 hours after admission, the physicians were investigating a potential infection/sepsis. The hcp gave instructions to the refill nurse to increase the patient's lioresal (1000 mcg/ml) from 350 mcg/day to 375 mcg/day. At that time, the nurse checked the pump's reservoir volume and the expected reservoir volume (erv) was 3.0 ml, but the actual reservoir volume (arv) was 0.0 ml. An hour later, the nurse refilled the pump with 18ml lioresal (1000 mcg/ml). The refill nurse noted some difficulty in the refill procedure and had questioned if she had actually refilled the pump or accidently performed a pocket fill. Four hours later, she performed a pump volume check under fluoroscopy. She was able to remove 16 ml of the 18 ml of drug that was administered earlier. The patient's physician was consulted and gave orders for 5 - 100 mcg/ml boluses to be administered over 1.5 hours. The patient responded to the boluses and recovered without sequela. The hcp will continue to monitor the pump volume and is bringing the patient in two weeks early to see if the pump's volume corresponds to the expected reservoir volume. Additional information has been requested, but was not available at the time of this report.